Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The drive support cap is recessed. Blood glucose value is unknown. The insulin pump was stuck in the preparing to prime loop. The customer declined to return the device and stated that her current insulin pump is being replaced due to a motor error alarm.